Event description:
Iol was explanted due to opacification of the posterior face approx six months after implantation. The lens was cultured, but the results were negative. Attempts have been made to obtain add'l info. No further info is available at the time of this report.